Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the lead. Failure event observed during analysis. As received, only the connector portion of the lead was returned for evaluation, measuring 9.0 cm. Visual examination found one external abrasion breaching the optim sheath only, noted at 6.7 to 6.9 cm from the connector pin. This abrasion is consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis. An external abrasion breaching the optim sheath was noted.